Event description:
Films were received and their evaluation was completed. Films at the time of implant were reviewed. The main device was brought up the right side. After the contra limb was implanted, an endoleak was seen coming from the left side of the bifurcate, near the flow divider extending down to the gate. This appears to be a type IV endoleak, but cannot rule out a type iii fabric. After re-lining the right (ipsilateral) limb with an endurant aui, from just above the bifurcate to the level of the gate, the endoleak was significantly reduced. There also still appeared to be residual flow into the contra limb. The type and cause of the endoleak could not be determined.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). (Cause of the unknown type endoleak is uncertain). Conclusions: (cause of the unknown type endoleak is uncertain).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the final angiogram revealed that there was contrast exiting the main body of the bifurcated stent graft. All necessary examinations were done to exclude an endoleak type 1 endoleak. Several angiograms were taken with a pigtail catheter above and in the main body of the stent graft with reliant balloon above and below injection side. The physician elected to convert the patient to an aorto-uni-iliacal implant to exclude the endoleak. An aui, extension limb, an occluder device and a femoral to femoral bypass were performed and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (films).